Event description:
Patient's doctor reported the patient was hospitalized on (B)(6) 2021 with diabetic ketoacidosis and high blood glucose of 413 mg/dl. The patient had not been using the infusion device for an undetermined amount of time due to an unknown error message. He was initially treated with an IV of novolog and is now using insulin injections. The infusion device could not be returned because the doctor was unable to provide additional patient information and the patient was unavailable at the time of the report.

Manufacturer narrative:
No product will be returned for evaluation.